Manufacturer narrative:
The unit p-cap / test reservoir locks in place properly. Attempted to download using crest tool and was unsuccessful. The pump was received with a critical pump error (due to moisture damage on electronic assembly pcba2. Pcba2 was swapped with test pcb and pump powered up after battery installation. Moisture damage on the keypad center button, keypad connector on j1/pcba1, j6, j7 connector and flex cable noted during visual inspection. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. The pump was received with a cracked battery tube threads (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at back along battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.